Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and the reported issue was confirmed. It was noted that the light-emitting diode (led) cable was causing the reported error. In addition, the video connector was found to be worn out causing poor connection to pigtails. The light guide connector was also noted to be worn out causing poor connection to the light guides. It was also found; the top cover was corroded, and replacement was recommended. Corrosion was found on the bottom chassis. It was also recommended that the main switch be updated, including the software. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center exhibited lamp error "e105" during diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e105 error could not be identified. However, it¿s likely the cause is related to a design change of a faulty faston terminal. The processing methods for the faston terminal had been changed on may 27, 2014 and the design change was made on october 28, 2014. Therefore, the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.